Event description:
While attempting to retrieve a stent from a ureter, one of the metal grasping arms of the forcep broke off. The pt ureter was irrigated and an x-ray taken which was viewed as negative by the surgeon and confirmed by the radiologist.